Event description:
Litigation papers allege that the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from patient's acetabulum, caused severe pain, inhibited patient's ability to walk and will require a revision surgery update: 4/23/2012 - medical records were received. The revision operative report indicated that the patient was revised to address loosening of the acetabular component with a femoral component which was toggling proximally but well fixed distally. It was noted that there was very mild if any, metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.